Manufacturer narrative:
Investigation the following allegations have been investigated: vena cava perforation, stenosis/thrombus/occlusion, complex removal, scar tissue, pain, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported scar tissue, pain, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received an implant (B)(6) 2017 via the right common femoral vein due to history of venous thromboembolism (vte) and upcoming gastric surgery. The patient alleges vena cava perforation and stenosis. The patient further alleges pain, anxiety. Unsuccessful infrarenal filter retrieval on (B)(6) 2019 due to pain pump. (B)(6) 2017, per a report from xray; ¿right lower extremity venous findings: there is evidence of deep vein thrombosis in the right common femoral vein, deep femoral, femoral, and popliteal. The age of this thrombus appears to be acute. The calf veins are not visualized. Left lower extremity venous findings: there is evidence of deep vein thrombosis in the left common femoral vein, deep femoral, femoral, and popliteal. The age of this thrombus appears to be acute.¿ (B)(6) 2019, per a report from computed tomography; ¿inferior vena cava: inferior vena cava filter present. Tip abuts the anterior wall of the inferior vena cava at the level of the left renal vein. Tip is just cranial to the right renal vein. The infrarenal inferior vena cava appears markedly diminished in caliber when compared to the study of (B)(6) 2017. 2 of the legs of the filter extends slightly beyond the lumen of the inferior vena cava. Impression: findings suggest interval occlusion of the infrarenal inferior vena cava and the bilateral common and external iliac veins.¿ (B)(6) 2019, per a report from retrieval report (attempted); ¿pigtail catheter was placed below the ivf filter and a venogram was performed. It revealed no evidence of clot in the fitler [sic]. We tried multiple times but could not retrieve the filter safely. Overall plan: unsuccessful removal of the infrarenal tulip ivc filter.¿ (B)(6) 2019, per a report from open laparotomy retrieval report (successful); ¿there was an immense amount of scar around the feet of the ivc filter.¿ "there was intense inflammation". ¿once we did that, we removed the filter. The hook was indeed straightened out.¿ "we closed the fascia with pds and staples for the skin and the patient tolerated the procedure well".

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Customer (person) not provided, information provided by (B)(6). Occupation: non-healthcare professional. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received a cook gunther tulip filter and is alleging organ perforation. Hospital and medical records have not been provided.